Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 8:00 am, the meter result was 5.4 inr. Within an hour, the result from the laboratory was 3.2 inr. The laboratory method was not known. The customer reported the meter result to the doctor who considered the laboratory result to be correct. There was no allegation of an adverse event. The customer had no hematocrit issues, no antiphospholipid antibodies, no diet change, no additional illnesses, and no bleeding or bruising. The customer was on an antibiotic for a week and a half. The therapeutic range was 2.5 to 3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Only the customer's meter was received for investigation and was tested with quality control materials. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.8 - 4.2 inr). All measurements were without error messages. Relevant retention test strips (lot 368866) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No information was provided that would point to a cause for the result discrepancy.